Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic and a holter monitoring session was completed. T-wave oversensing (twos) post pace was observed on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported asa result of this event.